Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, scar tissue, mesh deformation and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel patch. Per operative notes, ¿the hernia defect and the mass were identified to the left side of midline incision. A composix kugel patch was placed beneath the defect and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia on the lower abdomen thereby underwent open repair with removal of composix kugel patch and implant of synthetic mesh. Per operative notes, ¿the hernia sac was identified and dissected free from surrounding tissue. There was a large amount of scar tissue with adhesions up to the abdominal wall and the mesh was contracted. The hernia sac and the previous mesh were resected. A synthetic mesh was placed into the preperitoneal space.¿ attorney alleges that the patient had adhesions, mesh shrinkage, hernia recurrence, pain and emotional injuries.